Manufacturer narrative:
Programming and stimulation parameters were returned, however they contained data for the replacement ipg and not the ipg associated with this issue. In absence of device logs and stimulation parameters, a device longevity assessment cannot performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received an end of service message. In turn, the patient lost therapy due to their ipg being depleted. As a result, the patient's ipg was explanted and replaced to address the issue.